Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed at 80 percent, determined to be adequate at 5 mm and was released. Upon release, the valve dislodged out of the annulus at 6 mm and appeared to be supra-annular; subsequently, moderate aortic insufficiency was observed. The valve was snared into the ascending aorta prior to deployment of a second transcatheter bioprosthetic valve, which was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.